Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Thirteen manufacturer reports are being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-02879, 2015691-2018-02881, 2015691-2018-02882, 2015691-2018-02884, 2015691-2018-02885, 2015691-2018-02886, 2015691-2018-02887, 2015691-2018-02888, 2015691-2018-02889, 2015691-2018-02890, 2015691-2018-02892, 2015691-2018-02893 stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.  Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the ¿redo-avr within 1 year¿ is unknown; the event is being categorized as stenosis (due to calcification), as that is a likely reason for the event. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, no information was provided in the presentation regarding the reasons for the ¿redo-avr within 1 year¿; there were no known patient risk factors documented in the presentation that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As presented at 2018 tvt physician training seminars and clinical controversies: tavr ii by dr. Vindo h. Thourani, md ¿the minimalist tavr strategy should be ¿default approach¿ ¿ supported by clinical outcomes and economic benefit¿, multiple events were reported against sapien valve, sapien xt and sapien 3 (s3) valves from procedural outcomes, 30 day clinical outcomes, and one year clinical outcomes. Four sapine 3 valve procedures were converted to open heart surgery. Ten sapien and 10 sapien xt valve procedures needed a second transcatheter valve. Two coronary obstructions occurred during a sapien 3 procedure. At the 30 day outcome, 5 sapien valve, 15 sapien xt and 42 sapien 3 valve procedures required cardiovascular readmission. At the 1 year clinical outcome, 17 sapien valve, 31 sapien xt and 107 sapien 3 valve procedures required cardiovascular readmission, and 1 sapien, 4 sapien xt, and 1 sapien 3 valve procedures required re-do avr within 1 year.